Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that there was a cut in the hose about two feet from the handpiece (failed visual assessment) and there were several holes in the hose near the muffler. It was further observed that the red indicator line was missing from the muffler, the rotations per minute (rpms) was below the operational specification (failed rotational speed assessment), and the loctite verification failed at the housing/swivel and the modified set screw. During service/repair, it was observed that the vanes were worn out causing the device to have the low rpm. It was determined that the cut in the hose was consistent with mishandling by allowing the hose to come in contact with a sharp object. It was further determined that the holes in the hose, the missing red indicator on the muffler, the worn out vanes and the failed loctite verification were all consistent with normal use over time. The assignable root causes were determined to be due to normal wear out from use and user misuse/ mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during assembly and processing of an inspection, while putting up the tray for service, it was discovered that the motor device had a cut on the hose about two feet from the handpiece/drill. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) was below the operational specification (failed rotational speed assessment). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.